Event description:
It was reported that the patient presented via a remote transmission showing non-sustained over-sensing due to post-paced t-wave over-sensing. Programming changes were discussed but not made at this time. No patient's symptoms were reported.